Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, one clip was ejected; the remaining clips were conforming according to our manufacturing specifications. It could not be determined what may have caused the ejected clip. No malformed clips were noted during evaluation; no conclusion could be reached as to what may have caused the reported incident. Please note that the ejected clip is unrelated with the event reported. (B)(4). The analysis results found that device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, one clip was ejected; the remaining clips were conforming according to our manufacturing specifications. It could not be determined what may have caused the ejected clip. No malformed clips were noted during evaluation; no conclusion could be reached as to what may have caused the reported incident. Please note that the ejected clip is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Event description:
It was reported that during an unknown procedure, the clips from three devices could not be closed on the vessel after firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient.